Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, serial/lot #: unknown, ubd: , UDI#: , implanted: (B)(6) 202, explanted: (B)(6) 2022, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 3000 mcg/day of compounded baclofen at 144 mcg/day via an implantable pump. On (B)(6) 2022, it was reported that the patient experienced a loss of efficacy and a return of symptoms. No known environmental/ext ernal/patient factors that might have led or contributed to the issue were reported. The patient's catheter was aspirated on (B)(6) 2021 and a catheter dye test was also performed in (B)(6) 2021. It was determined that the catheter was displaced and had completely migrated out of the spine. Upon opening the pump site during the replacement procedure, the surgeon found the whole catheter in the pump pocket. The pump and catheter were explanted on (B)(6) 2022. The issue was considered resolved at the time of the event. The patient's status was listed as "alive - no injury".

Manufacturer narrative:
Continuation of d10: product ID neu_ascenda_cath serial/lot# unknown implanted: explanted: (B)(6)2022product type catheter product ID 8780 serial/lot# unknown implanted: (B)(6)2021 explanted:(B)(6) 2022product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: neu_ascenda_cath, serial/lot #: unknown, ubd: unknown, UDI#: unknown, implanted: unknown explanted: (B)(6)2022 product type catheter product ID: 8780, serial/lot #: unknown, ubd: , UDI#: , implanted: (B)(6)2021explanted:(B)(6) 2022 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter components were returned.

Manufacturer narrative:
D10 correction/update: the previous report (follow-up #1) indicated the following in error: ¿product ID neu_ascenda_cath serial/lot# unknown implanted: explanted: (B)(6) 2022 product type catheter¿ and ¿section d information references the main component of the system. Other relevant device(s) are: product ID: neu_ascenda_cath, serial/lot #: unknown, ubd: unknown, UDI#: unknown, implanted: unknown explanted: (B)(6) 2022 product type catheter¿. H3: analysis of the model 8780 catheter and pump revealed no anomalies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.